Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and consulted with national specialist. The fse replaced the sodium electrode cable, potassium cable, chloride cable and reference cables which resolved the issue. The fse verified system performance successfully without further issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 chemistry analyzer generated false patient results for sodium (na), chloride (cl), and potassium (k) with low anion gaps on cell #2. The erroneous result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data example for three (3) patients.